Event description:
It was reported that the pump battery was depleting quickly and the pump shut off unexpectedly. Additionally, it was reported that the pump "not giving alarms anymore". Customer¿s blood glucose value was over 500 mg/dl. The customer declined follow-up from tandem technical support regarding the issues, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.